Event description:
It was reported that the patient experienced pain at the pocket site and the pump shifted in the pocket. As a result of the event, the device was surgically repositioned on (B)(6) 2013. The patient resolved without sequelae as of (B)(6) 2013. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).